Event description:
It was reported that the pt presented with symptoms of numbness in the left leg, weakness in the right leg, and thoracic pain. The pt was diagnosed with an inflammatory mass (im) via an initial MRI which showed a granuloma in the thoracic spine with edema of the cervical cord. An enhancing lesion of 6 mm at the right pedicle of t8 was noted. Myelitis of t6-t9 was also noted and a t5-6 disc protrusion (2008). At the time of diagnosis, the pt's pump was filled with preservative free normal saline. The MRI was repeated in approx three months later, and no changes were noted except that myelitis was noted at t7-8. In early 2009 the pt had surgery to remove the granuloma. 2.5 cm of the tip of the catheter were also removed. No pt outcome was reported. The drug contained in the pt's pump was not reported.

Manufacturer narrative:
Results- refers to the catheter.